Event description:
A customer reported a male health care worker (hcw) experienced a "h2o2 burn" when he removed a used sterrad® 100nx cassette from the collection box without gloves. The affected area on his hand turned white, but the skin reaction resolved, and he is reported "okay". He visited the doctor/clinician; however, it is it is unknown if medical treatment was received. The "h2o2 burn" was assessed to be a minor injury since it resolved without medical intervention; however, this event is being reported as a malfunction report subsequent to a previous serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch record, trending analysis by lot number, and system risk analysis (sra). · batch record could not be reviewed since the suspect sterrad® 100nx cassette lot number was not provided. · trending analysis could not be conducted since the suspect sterrad® 100nx cassette lot number was not provided. · review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The suspect sterrad® 100nx cassette was discarded and not available for evaluation. Additionally, the lot number was not available and user error associated with the event was identified; therefore, no supplier investigation was performed. The issue has been attributed to user error as the healthcare worker (hcw) was not using proper personal protective equipment (ppe) while working with the sterrad® 100nx. The customer was re-trained to always wear ppe when working with the sterrad® 100nx, and to not remove used cassettes from the cassette collection box. Asp will continue to track and trend this issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #:(B)(4).